Manufacturer narrative:
Please note that following addendum does not change any determination/reportability in this file. This is just to update the following additional information regarding the procedure held on 03/06/2012 as received through cec adjudication minutes. Addendum (02/19/2013): additional information received through adjudication minutes indicated that on (B)(6) 2012 the patient presented to the emergency department with chest pain that started gradually and increased with exertion, but further became unrelenting, associated with diaphoresis, nausea and vomiting. On (B)(6) 2012 at 16:30, the troponin I (point of care testing) was 0.28 (nl 0.07, ratio 4.0). The ck and ckmb were not tested. On (B)(6) 2012 at 20:11 the ck was 260 (nl 308, ratio <1), the ckmb was not tested and the troponin I was 2.87 (nl 0.11, ratio 26.1). On (B)(6) 2012 at 07:15, the ck was 379 (ratio 1.23), the ckmb was not tested and the troponin I was 5.74 (ratio 52.2). On (B)(6) 2012 at 03:57, the ck was 205 (ratio <1), the ckmb was 8.3 (nl 3.6, ratio 2.3) and the troponin I was 2.45 (ratio 22.3). The ECG core lab reported no new major st-t abnormalities and no new q waves. Repeat angiography on 03/06/2012 was performed. The catheterization summary reported a 100% in-stent restenosis with timi 0 flow and stent thrombosis in the rca. Ventriculography showed ef of 40 to 45% with basal to mid inferior wall hypokinesis. The angiographic core lab reported in-stent restenosis pattern IV (total occlusion) in the mid rca with a 95% restenosis, no thrombus and timi 1 flow. In addition, the angiographic core lab report noted that target lesion revascularization was not recorded in the images submitted to core lab, however, the cath report for event on (B)(6) 2012 indicates that a target lesion treatment was performed (stenting). Per catheterization report, on (B)(6) 2012 the patient underwent successful treatment with balloon angioplasty and placement of two overlapping drug-eluting stents in the mid to distal rca. The site reported event of a non-q wave mi 03/05/2012 and event of stent thrombosis on (B)(6) 2012. The patient was discharged on 03/07/2012 with continuing dual antiplatelet therapy. Updated complaint conclusion with above information: as reported via the cypress study, a patient experienced coronary artery spasm after the lad stents were implanted during a planned staged procedure, restenosis, stent fracture, thrombosis and mi of the rca study stents, kidney stone removal, and spine surgery. This is a 55-year-old male with medical history including angina, ischemia, family history of coronary artery disease, hypertension, lvef (mild) and current smoker. At the time of the index procedure, angiography revealed 99% stenosis in the mid right coronary artery (rca). The lesion was 55mm in length, severely calcified, class c and de novo with timi 1 flow. The lesion was pre-dilated with a 2.0 x 12mm balloon at 12atm. A 2.5 x 28mm cypher was implanted at 11atm and was post-dilated per standard procedure was a 2.5 x 20mm balloon at 18atm. Next a 2.5 x 18mm cypher stent was implanted at 11atm to fully cover the stent overlapping the previous stent proximally. Finally, a 2.25 x 13mm cypher at 18atm overlapping the initial stent distally to fully cover the lesion. The stent was post-dilated with a 2.75 x 20mm balloon at 18atm. There was no residual stenosis. The patient was discharged the following day with no adverse events or procedural complications reported. Approximately two weeks later, a planned staged procedure was performed. The proximal left anterior descending (lad) lesion was 15mm in length and de novo with 99% stenosis. The lesion was pre-dilated, and a 2.5 x 13mm cypher was implanted at 14atm without post-dilation. A 2.5 x 8mm cypher was implanted at 15atm overlapping the initial stent proximally to fully cover the lesion. It was reported that there was coronary artery spasm that was treated with nitroglycerin. Approximately two years after the index procedure, the patient experienced a non-st elevation myocardial infarction and underwent revascularization. The patient had presented with chest pain with exertion, diaphoresis, and nausea and vomiting. Troponin levels were elevated and mi was diagnosed. Angiography revealed 100% instent restenosis/thrombosis that was treated with 2 overlapping drug-eluting stents that reduced the occlusion to 0%. Addendum ( (B)(6) 2013): additional information received through adjudication minutes indicated that on 03/05/2012 the patient presented to the emergency department with chest pain that started gradually and increased with exertion, but further became unrelenting, associated with diaphoresis, nausea and vomiting. On (B)(6) 2012 at 16:30, the troponin I (point of care testing) was 0.28 (nl 0.07, ratio 4.0). The ck and ckmb were not tested. On (B)(6) 2012 at 20:11 the ck was 260 (nl 308, ratio <1), the ckmb was not tested and the troponin I was 2.87 (nl 0.11, ratio 26.1). On 03/06/2012 at 07:15, the ck was 379 (ratio 1.23), the ckmb was not tested and the troponin I was 5.74 (ratio 52.2). On 03/07/2012 at 03:57, the ck was 205 (ratio <1), the ckmb was 8.3 (nl 3.6, ratio 2.3) and the troponin I was 2.45 (ratio 22.3). The ECG core lab reported no new major st-t abnormalities and no new q waves. Repeat angiography on (B)(6) 2012 was performed. The catheterization summary reported a 100% in-stent restenosis with timi 0 flow and stent thrombosis in the rca. Ventriculography showed ef of 40 to 45% with basal to mid inferior wall hypokinesis. The angiographic core lab reported in-stent restenosis pattern IV (total occlusion) in the mid rca with a 95% restenosis, no thrombus and timi 1 flow. In addition, the angiographic core lab report noted that target lesion revascularization was not recorded in the images submitted to core lab, however, the cath report for event on (B)(6) 2012 indicates that a target lesion treatment was performed (stenting). Per catheterization report, on (B)(6) 2012 the patient underwent successful treatment with balloon angioplasty and placement of two overlapping drug-eluting stents in the mid to distal rca. The site reported event of a non-q wave mi (B)(6) 2012 and event of stent thrombosis on (B)(6) 2012. The patient was discharged on (B)(6) 2012 with continuing dual antiplatelet therapy. Additional information received indicated that a 2.5x28mm cypher study stent was diagnosed with a stent fracture. The fracture was within the stent body. No add info is available to date. The patient had kidney stone removal on (B)(6) 2010 and lumbar spine surgery on (B)(6) 2010. The investigators determination of causality was not reported. The cypher stents remain implanted thus are unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15076319 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Stent fracture is a known potential adverse event associated with cypher stent implantation procedures and is listed in the IFU (instructions for use) as such. There are multiple factors that can contribute to stent fracture in the coronary arteries. The coronary arteries are very dynamic vessels that undergo biomechanical forces such as flexion, torsion, compression, and elongation. Studies have also revealed that stent fractures occur in cases of multiple stents and overlap related to an abnormal stress area that is created. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Restenosis, thrombosis and mi are known potential adverse events associated with stent implantation procedures and are listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Mi is a known potential adverse event associated with coronary stent implantation and is often associated with thrombotic or restenosis events wherein the inner lumen of the coronary artery becomes narrowed and blood flow decreased. The myocardial tissues are starved of oxygen and other nutrients secondary to the decreased or stopped blood flow and it causes permanent cardiac damage. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. It is unknown if the patient was maintained on a dual anti-platelet medication regimen. There are patient, medication and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and smoking. The complaint of vascular spasm was investigated, and there is no evidence to suggest there were any manufacturing issues that contributed to the reported event. A coronary vessel spasm is a brief temporary tightening of the muscles in the vessel wall. This can narrow and briefly decrease or even prevent blood flow to the heart muscle. This may lead to chest pain or even mi (myocardial infarction). Unlike typical angina, coronary vessel spasms usually occur at rest. Coronary spasms most often occur in people with risk factors for heart disease, like smoking, high lipids and hypertension. Spasms may be triggered by tobacco use, exposure to cold, extreme emotional distress and use of illicit drugs. Treatment of spasms may include medications such as nitrates, calcium channel blockers and 1-arginine, which may reduce the risk of reoccurrence. Review of the information suggests that patient factors may have contributed to the reported events. This is one of three products involved with this complaint in which associated manufacturer report numbers are 3003742446-2012 -00067, 3003742446-2012-00068, and 3003742446-2012-00069.

Event description:
As reported via the cypress study, a patient experienced coronary artery spasm after the lad stents implanted during a planned staged procedure, and mi, restenosis and thrombosis of the rca study stents. At the time of the index procedure, angiography revealed 99% stenosis in the mid right coronary artery (rca). The lesion was 55mm in length, severely calcified, class c and de novo with timi 1 flow. The lesion was pre-dilated with a 2.0 x 12mm balloon at 12atm. A 2.5 x 28mm cypher was implanted at 11atm and was post-dilated per standard procedure was a 2.5 x 20mm balloon at 18atm. Next, a 2.5 x 18mm cypher stent was implanted at 11atm to fully cover the stent overlapping the previous stent proximally. Finally, a 2.25 x 13mm cypher at 18atm overlapping the initial stent distally to fully cover the lesion. The stent was post-dilated with a 2.75 x 20mm balloon at 18atm. There was no residual stenosis. The patient was discharged the following day with no adverse events or procedural complications reported. Approximately two weeks later, a planned staged procedure was performed. The proximal left anterior descending (lad) lesion was 15mm in length and de novo with 99% stenosis. The lesion was pre-dilated, and a 2.5 x 13mm cypher was implanted at 14atm without post-dilation. A 2.5 x 8mm cypher was implanted at 15atm overlapping the initial stent proximally to fully cover the lesion. It was reported that there was coronary artery spasm that was treated with nitroglycerin. Approximately two years after the index procedure, the patient experienced a non-st elevation myocardial infarction and underwent revascularization. The patient had presented with chest pain with exertion, diaphoresis, and nausea and vomiting. Troponin levels were elevated and mi was diagnosed. Angiography revealed 100% instent restenosis/thrombosis that was treated with 2 overlapping drug-eluting stents that reduced the occlusion to 0%.

Manufacturer narrative:
Concomitant medications at the time of the mi included clopidogrel 75mg daily, aspirin 81mg daily, coreg 3.125mg twice daily, zocor 20mg daily,lisinopril 12.5mg daily. Complaint conclusion: as reported via the cypress study, a patient experienced coronary artery spasm after the lad stents were implanted during a planned staged procedure, restenosis, thrombosis and mi of the rca study stents. This is a (B)(6) male with medical history including angina, ischemia, family history of coronary artery disease, hypertension, lvef 40-50% and current smoker. At the time of the index procedure, angiography revealed 99% stenosis in the mid right coronary artery (rca). The lesion was 55mm in length, severely calcified, class c and de novo with timi 1 flow. The lesion was pre-dilated with a 2.0 x 12mm balloon at 12atm. A 2.5 x 28mm cypher was implanted at 11atm and was post-dilated per standard procedure was a 2.5 x 20mm balloon at 18atm. Next a 2.5 x 18mm cypher stent was implanted at 11atm to fully cover the stent overlapping the previous stent proximally. Finally, a 2.25 x 13mm cypher at 18atm overlapping the initial stent distally to fully cover the lesion. The stent was post-dilated with a 2.75 x 20mm balloon at 18atm. There was no residual stenosis. The patient was discharged the following day with no adverse events or procedural complications reported. Approximately two weeks later, a planned staged procedure was performed. The proximal left anterior descending (lad) lesion was 15mm in length and de novo with 99% stenosis. The lesion was pre-dilated, and a 2.5 x 13mm cypher was implanted at 14atm without post-dilation. A 2.5 x 8mm cypher was implanted at 15atm overlapping the initial stent proximally to fully cover the lesion. It was reported that there was coronary artery spasm that was treated with nitroglycerin. Approximately two years after the index procedure, the patient experienced a non-st elevation myocardial infarction and underwent revascularization. The patient had presented with chest pain with exertion, diaphoresis, and nausea and vomiting. Troponin levels were elevated and mi was diagnosed. Angiography revealed 100% instent restenosis/thrombosis that was treated with 2 overlapping drug-eluting stents that reduced the occlusion to 0%. The cypher stents remain implanted thus are unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Restenosis, thrombosis and mi are known potential adverse events associated with stent implantation procedures and are listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Mi is a known potential adverse event associated with coronary stent implantation and is often associated with thrombotic or restenosis events wherein the inner lumen of the coronary artery becomes narrowed and blood flow decreased. The myocardial tissues are starved of oxygen and other nutrients secondary to the decreased or stopped blood flow and it causes permanent cardiac damage. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. It is unknown if the patient was maintained on a dual anti-platelet medication regimen. There are patient, medication and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and smoking. The complaint of vascular spasm was investigated, and there is no evidence to suggest there were any manufacturing issues that contributed to the reported event. A coronary vessel spasm is a brief temporary tightening of the muscles in the vessel wall. This can narrow and briefly decrease or even prevent blood flow to the heart muscle. This may lead to chest pain or even mi (myocardial infarction). Unlike typical angina, coronary vessel spasms usually occur at rest. Coronary spasms most often occur in people with risk factors for heart disease, like smoking, high lipids and hypertension. Spasms may be triggered by tobacco use, exposure to cold, extreme emotional distress and use of illicit drugs. Treatment of spasms may include medications such as nitrates, calcium channel blockers and 1-arginine, which may reduce the risk of reoccurrence. Review of the information suggests that patient factors may have contributed to the reported events. This is an initial/final MDR report. This is one of five products involved with this complaint in which associated manufacturer report numbers are 3003742446-2012-00067, 3003742446-2012-00068, 3003742446-2012-00069, 3003742446-2012-00070 and 3003742446-2012-00071.